Manufacturer narrative:
The device was returned to olympus service operation repair center (sorc). The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus service operation repair center was informed from the facility that in unspecified timing the device could not be turned the power on. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus service operation repair center (sorc) checked the device and found that the reported phenomenon was duplicated and the main circuit board of the device was broken. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the device was not returned to omsc, the exact cause was unknown. Based upon the information from sorc, omsc assumed a potential cause as follows. - as 8 years or more has passed since the manufacture date of the device, the pressure sensor on the main circuit board of the device was broken by aging degradation. - the pressure sensor on the main circuit board of the device was broken by an error in the pressure sensor manufacturing process.